Event description:
The lead was explanted due to compatibility with the generator that was being implanted to replace a generator that was at end of service. The lead was returned for analysis, which found that there was an abraded opening in both the outer and inner insulation tubing of the lead, which could potentially allow a path for current spread to unintended sites. The opening appeared to be wear related.

Manufacturer narrative:
Device failure occurred, but there is no indication that it caused or contributed to a death or serious injury.